Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012063625); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012048506); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-26 (serial: j194690); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012033766); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-26 (j178571); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during deployment, the valve dislodged. A second valve was inserted on a new delivery catheter system (dcs) and attempted to be implanted. Subsequently, an ascending aortic dissection occurred. The system was withdrawn from the patient. A thoracotomy was performed, and the dislodged valve was explanted. An aortic arch repair, and an aortic valve replacement were performed. Subsequently, a thrombosis in the lower limbs was also observed and removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that patient anatomy was not a contributing factor to the dissection, and a pre-implant balloon aortic valvuloplasty (bav) was performed. A post-implant bav was not performed. Per the physician, it was unknown what the cause of the dislodgement was; however, the detention position on the left coronary cusp (lcc) was shallow at approximately 2 millimeter¿s (mm), which may had contributed to the dislodge. Per the physician, the dcs did not cause or contribute to the dislodge, and the second valve did not cause or contribute to the dissection. It was further reported that the dissection did not occur during the attempted deployment of the second valve. No additional adverse patient effects were reported.